Event description:
This report is being filed after the subsequent review of the following journal article: expandable versus nonexpandable cages for thoracolumbar burst fracture. Duong, e., eleraky, m., & kim, k (2011) expandable versus nonexpandable cages for thoracolumbar burst fracture. World neurosurgery. 2011: 75, 1:149-154. This was a retrospective study of 32 patients (22 men and ten women) with a mean age of 42 years (range 18-66), with acute thoracolumbar burst fractures treated by a single surgeon with a mean follow-up of 13 months. Half of the patients had nonexpandable cages placed (group 1) and the other half had expandable cages placed (group 2). Anterolateral plate/screw supplementation was used in all patients. Two patients had intraoperative durotomy treated with a patch and fibrin glue, and one case required a lumbar drain. X-rays were reviewed to assess kyphosis correction and bony fusion. Immediately after surgery, the mean kyphotic angles had improved. Postoperatively, two patients had prolonged chest tube output for five days; three patients had intercostal neuralgia that improved by later follow-up visits. At the end of the follow-up, two of 16 patients (#8 and #15) in group 1 demonstrated pseudoarthrosis, whereas no patients in group 2 showed any evidence of nonunion. No patient in either group experienced hardware failure or new neurological deficit. None of the patients required additional surgery. It was noted that the routine use of the rib autograft strut outside the cage may have provided further stability despite nonunion at the cage (for the two patients). This report is 1 of 1 for complaint (B)(4). This report is for an unknown locking compression plate.

Manufacturer narrative:
Duong, e., eleraky, m., & kim, k (2011) expandable versus nonexpandable cages for thoracolumbar burst fracture. World neurosurgery. 2011: 75, 1:149-154. This report is for an unknown spinal cage. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.